Event description:
A sentrant sheath was inserted as an accessory device for an endurant device for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, when the wire was inserted in the sheath, the sheath leaked significantly causing the patient lose blood. No transfusion was required and there was no quantifiable amount of blood loss less than 1000cc. The physician has used the sheath before and liked it because it was so dry. When the blood loss began the physician wiped/sucked it and tried to finish the case as quickly as possible. The sentrant sheath seemed to have had a poor valve causing the leak. The case was successfully completed without any other issues. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).